Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reportedly did not follow load instructions prior to malfunction. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact to customer¿s blood glucose level.